Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in alerts in the remote home monitoring system. Technical services (ts) discussed the potential of increasing the remote home monitoring alert value and continuing monitoring until the value reaches 150 ohms. No further assistance was requested at this time. No adverse patient effects were reported. The health care professional (hcp) opted not to provide their last name. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.